Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug infusion for treatment. At the time of this report, pd therapy was withdrawn. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date "around (B)(6) 2021". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.